Event description:
Additional information received 27nov2023: the procedure was complete using a new product.

Manufacturer narrative:
Event summary . It was reported, during a ureteroscopy (urs), the basket of a ntrap stone entrapment and extraction device did not open or close. The procedure was complete using a new product. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures were conducted. The complaint device was not returned; therefore, no physical examinations could be performed. A photo was provided that shows a bend at the distal end of the extractor sheath. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. The evidence from the complaint file, device history record, complaint history, quality control documents and complaint device indicate that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The product IFU t_ntp_rev1 was reviewed and IFU did not provide any information related to the reported issue. Based on the available information, no product returned, and the results of the investigation, cook has concluded it is not possible to establish what contributed to the open/close issue reported. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a ureteroscopy (urs), the basket of a ntrap stone entrapment and extraction device did not open or close. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.